Event description:
Old infarct, surrounding the right sided stimulator. Pt had bilateral implantation of dbs on (B)(6) 2008 and had a good clinical response. He continues to be followed for routine clinic visits. He was seen for baclofen pump refill on (B)(6) 2009 and had no new issues. Next visit was on (B)(6) 2009, due to parent reported abrupt onset of increased tone and agitation. Adjustments were made to generators with a reduction in dystonic movements and a reduction in motor tone. He was discharged from clinic visit in good condition. Next visit took place on (B)(6) 2009 due to worsening of dystonic movements since last round of adjustments. He was found to have diffusely increased tone. Adjustments were made to generators. He seemed to relax some and seemed more comfortable. An MRI on (B)(6) 2009 to check lead placement showed a new focal encephalomalacia in the right peri-ventricular white matter just anterior to the right-sided deep brain stimulator. He has been and remains asymptomatic from this area of ischemia seen on MRI.